Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The manufacturer¿s field service engineer (fse) replaced the o2 sensor to address the reported problem. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device failed during extended self test (est) due to the missing ext o2 sensor causing a huge leak. The unit was in clinical use at the time the issue was discovered and there was no patient or user harm.